Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that there was one fully latched clip stuck in the jaws of the applier and the trigger was partially engaged. There was biological material observed on the device. R & d was consulted to conduct the fun ctional inspection. The fully latched clip was removed from the jaws and the trigger was fully engaged. The trigger engaged with no issues and fully reset. The trigger was then fully engaged and cycled through the loading stages with no issues. The clip loaded into the jaws and was able to fully close/latch, the device functioned as intended. The sample was received with 2 clips remaining, indicating that the customer had fired 13 clips. R & d further determined that the most likely cause of the jaws not opening, was the result of not fully engaging the trigger after entering the pre-loading stage. R & d stated that the trigger had been engaged just enough for the jaws to close and cause the clip to latch, but not fully cycle through the loading stage. No functional defects were found with the device. Per DHR the product auto endo5 ml lot # 73k2401026 was manufactured on 11/01/2024 a total of (B)(4) pieces. Lot was released on 11/12/2024. DHR investigation did not show issues related to complaint. The reported complaint of "jaws not opening completely" was not confirmed based upon the sample received. R & d was consulted to conduct the functional inspection, the trigger was fully engaged to load a new clip. The trigger engaged with no issues and fully reset. The trigger was then fully engaged and cycled through the loading stages with no issues. The clip loaded into the jaws and was able to fully close/latch, the device functioned as intended. The sample was received with 2 clips remaining, indicating that the customer had fired 13 clips. R & d further determined that the most likely cause of the jaws not opening, was the result of not fully engaging the trigger after entering the pre-loading stage. R & d stated that the trigger had been engaged just enough for the jaws to close and cause the clip to latch, but not fully cycle through the loading stage. No functional defects were found with the device. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to usage in the or, "after preloading the product in the operating room, an interlocking issue occurred, causing the jaw to close and not reopen". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that prior to usage in the or, "after preloading the product in the operating room, an interlocking issue occurred, causing the jaw to close and not reopen". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.